Manufacturer narrative:
The 004411100 greenspec fo handle was received for visual inspection. This is an almost new handle from the visual appearance. Nothing in the way of external scratches dents: very little wear and tear in the ball bearing locking slots. The end cap was removed to visually examine the interior battery cavity. No visual signs of any abuse, or misuse visually noted. After visual inspection, two known good "c" size batteries were installed into the handle; end cap was reinstalled. Three different fiber optic blades were tested on the handle. Emerald rusch mac 3, mac 3.5, and a disposable green lite mil 2. All three blades are fiber optic. Each blade was attached to the handle. On each blade once the light was energized by lifting the blade into the operating position the light passed uninterrupted thru the fiber optic channels. The complaint cannot be confirmed. No corrective/preventative actions assigned. No further action required.

Event description:
The event is reported as: the customer alleges that the light source works only intermittently. The alleged defect occurred during pre-testing.